Event description:
It was reported that high impedances were noted on all of the contacts of the lead, causing inadequate stimulation and the return of the patient's pre-existing pain. An x-ray was performed which confirmed a partial lead fracture. The patient's overall state is good, with a pain score of two, and therefore the patient and physician have decided there will be no further course of action at this time. The lead remains implanted. Additional information was received that the patient underwent a revision procedure in which the spinal cord stimulation (scs) lead was replaced. The patient is doing fine postoperatively.

Manufacturer narrative:
Sc-2317-70, serial (B)(6). Visual and x-ray inspection of the lead revealed that all cables were completely broken at the bent-kinked location of the lead. The bent-kinked location is near the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead became kinked after it exited the clik x anchor resulting in the reported complaint. Therefore, based on all available information, engineers concluded that the inadequate stimulation and high impedance measurements were caused by a lead fracture. The lead was bent after exiting the clik x anchor which exposed the bent location to excessive mechanical force or movement that caused the lead cables to fracture.

Event description:
It was reported that high impedances were noted on all of the contacts of the lead, causing inadequate stimulation and the return of the patients pre-existing pain. An x-ray was performed which confirmed a partial lead fracture. The patients overall state is good, with a pain score of two, and therefore the patient and physician have decided there will be no further course of action at this time. The lead remains implanted. Additional information was received that the patient underwent a revision procedure in which the spinal cord stimulation (scs) lead was replaced. The patient is doing fine postoperatively.

Event description:
It was reported that high impedances were noted on all of the contacts of the lead, causing inadequate stimulation and the return of the patient's pre-existing pain. An x-ray was performed which confirmed a partial lead fracture. The patient's overall state is good, with a pain score of two, and therefore the patient and physician have decided there will be no further course of action at this time. The lead remains implanted.